Event description:
Patient, through regulatory agency, reported of the right side device: "sudden onset breast swelling in keeping with bia alcl". The patient later reported, "these ones are on the recall list, and still inserted which I am fearful of", "sudden onset breast pain", "implant washed and reinserted", "right breast + washout of implant", "straw-coloured fluid right breast". Later patient reported "caused me a lot of concern, given the issues and that they are identified on the list as being at an increased risk". Later patient reported "silicone leakage", "turbid yellow fluid", "implants were put back in which has filled me with anxiety since". The patient underwent surgery for treatment. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, seroma-late and use error.

Event description:
Patient, through regulatory agency, reported of the right side device: "sudden onset breast swelling in keeping with bia alcl". The patient later reported, "these ones are on the recall list, and still inserted which I am fearful of", "sudden onset breast pain", "implant washed and reinserted", "right breast + washout of implant", "straw-coloured fluid right breast". Later patient reported "caused me a lot of concern, given the issues and that they are identified on the list as being at an increased risk". Later patient reported "silicone leakage", "turbid yellow fluid", "implants were put back in which has filled me with anxiety since". The patient underwent surgery for treatment. The device remains implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-15803. Corrected data: g.3. Aware date in the initial medwatch should have been listed as 16mar2026.